Event description:
It was observed during the device inspection, that the subject device exhibited water immersion in the main unit imaging and flooding of the camera cable. There were no reports of patient involvement.

Manufacturer narrative:
E3: non-healthcare professional.. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.